Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were apparently 5 lifetime asystole episodes.

Event description:
It was reported the implantable monitor may have been recording false asystole episodes. The monitor was later explanted and upgraded due to patient symptoms. No patient complications have been reported as a result of this event.